Event description:
An nc euphora balloon dilation catheter was being used to post dilate a lesion in the lad. The lesion was severely calcified. The device was removed from packaging per IFU, inspected and prepped with no issues noted. It is reported that on the first inflation the device was inflated to 20atms but could not hold pressure and there was a gradual loss of pressure. Another device was then used to treat the lesion successfully. There were no reported patient complications or injury. Device evaluation: the device was returned for analysis. The distal tip was flared. The guidewire entry port was slightly damaged. The presence of blood in the balloon and inflation lumen indicated the presence of a leak. The device was placed in a waterbath to disperse residue from the inflation lumen. On removal from the waterbath negative prep was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. An attempt was made to inflate the device using an indeflator but the device would not hold pressure. A short radial tear was visible proximal to the distal inner shaft marker on the body of the balloon. The tear was jagged and uneven indicating that the balloon material was damaged prior to the rupture.

Manufacturer narrative:
Evaluation, results: deformation problem (balloon); related to operational context (device was inspected prior to use with no issues noted therefore damage to balloon is most likely procedural related). Conclusions: related to operational context (device was inspected prior to use with no issues noted therefore damage to balloon is most likely procedural related). (B)(4).